Event description:
The provider states the cable that goes from the head spring to the junction box looked burnt on the end. The provider disconnected before call could be complete. The serial number was not available.